Manufacturer narrative:
Review of the perfusion data for the period after the set was replaced demonstrated normal response to pressures and all parameters were stable throughout perfusion. A DHR review was performed and no deviations were noted. Based on the customer provided video, there appears to be abnormal arterial pressure readings. The disposable set could not be evaluated as it was discarded, therefore a definitive root cause could not be determined.

Event description:
It was reported that during set up, no appreciable increase in arterial pressure was noted when the hepatic artery and portal lines were manually occluded. Troubleshooting was attempting, including unplugging and replugging the pressure sensor cables and power cycling the metra device which was unsuccessful. The set was replaced and no further issues were noted.

Manufacturer narrative:
Investigation of the reported event is pending.

Event description:
It was reported that during set up, no appreciable increase in arterial pressure was noted when the hepatic artery and portal lines were manually occluded. Troubleshooting was attempting, including unplugging and replugging the pressure sensor cables and power cycling the metra device which was unsuccessful. The set was replaced and no further issues were noted.